Event description:
It was further reported the following. In (B)(6) 2010, the first target lesion was located in the mid left anterior descending (lad) with 100% stenosis and was type c, chronic occlusion. The lesion was treated with pre-dilatation with 1.5 and 2.0 mm unspecified balloons and placement of a taxus liberte 2.75x 20 mm mr stent at 16 atm. No post-dilatation, residual stenosis was < 10%. The second target lesion was located in the distal lad with 100% stenosis and was type c, chronic occlusion. The lesion was treated with pre-dilatation with 1.5 and 2.0 mm unspecified balloons and placement of a taxus liberte 2.25x 32 mm mr stent at 16 atm. No post-dilatation, residual stenosis was < 10%. The third target lesion was located in the distal left circumflex artery (lcx) with 75% stenosis and was type b1, in-stent restenosis. The lesion was treated with pre-dilatation with unspecified 2.5 mm cutting balloon, and unspecified 2.75 quantum balloon and placement of a taxus liberte 2.75 x 28 mm mr stent at 18 atm. Following post-dilatation with 2.75 mm quantum balloon at 20atm, residual stenosis was < 10%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented to emergency room with worsening chest pains. The symptoms were similar to prior chest pains that led to intervention. The chest pain was described as 8/10 sub sternal, squeezing, pressure-like pain with radiation down her left arm. The patient reported approx 10 episodes of chest pain night before. The associated symptoms included diaphoresis, palpitations, nausea, and sob. The patient reported the chest pains began radiating to her back and the pain was more "stabbing" than pressure-like. The patient reported compliance with medications and adhered to low sodium diet. The patient was hospitalized, treated with medicine and was discharged on the following day. The cause of the mi was determined to be unstable angina. The physician believes the event was not related to the study stents.

Manufacturer narrative:
Patient identifier- (B)(6). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-02275. (B)(6) study. It was reported during stenting treatment procedure, myocardial infarction (mi) occurred. The taxus liberte coronary drug-eluting stent was implanted on (B)(6) 2010. Mi was occurred on (B)(6) 2013. The recurrent ischemic symptoms lasted 10 minutes or more. The cardiac enzymes, a repeat angiography and an echocardiogram were performed as a result of this event. Additional information has been requested and is not available.

Manufacturer narrative:
Corrections: upn corrected from (B)(4). Upn search corrected from (B)(4) - taxus liberte - cmc - maple grove (intervent cardio) - (B)(4) - taxus liberte (mr) 20 x 2.75mm - (B)(4). Brand name corrected from taxus liberte paclitaxel-eluting coronary stent system to taxus liberte. Updated: date of birth, patient sex, weight, weight (unit), describe event or problem, relevant tests/lab data, other relevant history, catalog/model #, patient codes, (B)(4).